Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient broke a black lock pin on their system controller inside the black lock of their mobile power unit (mpu). A yellow "cable disconnected alarm" was noted. It seemed that pins on the mpu were broken also. The system controller and mpu were exchanged. Mobile power unit (mpu) MFR # 2916596-2024-01651.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pin being stuck within the system controller¿s black connector, which correlated to an atypical power cable disconnect alarm occurring, was confirmed. The log file captured atypical power cable disconnect alarms correlating to the black power cable on 13feb2024 and 14feb2024. The alarms did not prevent the system from operating as intended and did not reoccur throughout the remainder of the data. The returned system controller (serial number (B)(6)) was observed to have a pin stuck in its black connector upon arrival. The pin was determined to have come from the patient¿s mobile power unit (mpu) (addressed separately, see MFR 2916596-2024-01651), and damage between the controller and mpu connection could cause an atypical alarm to occur. The pin was removed from the controller; then, the controller was functionally tested and performed as intended throughout all testing. Available information indicates that the controller and mpu were exchanged to resolve the issue. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate ii patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the power cable disconnect alarm. The heartmate ii patient handbook (rev. C, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment for damage, including damage to the system controller, and to obtain replacements if needed. The heartmate ii patient handbook (rev. C, section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.